Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. Reasonable evidence suggest this lead exhibited a malfunction. This lead was successfully replaced. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.